Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl. The customer states that insulin pump had no delivery alarm and they tried all remedies. Customer states that insulin did not exit. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.